Event description:
Report received from the USA stating that the device attachment "just does not work." It is unknown if the device was used in surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and does not function when power is applied. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).